Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump intermittently did not enunciate blood glucose alerts as intended. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose was 74 mg/dl.